Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the picture was intermittent when the blade was connected. The customer reported that this occurred during two different patient procedures. (This report captures the second incident. The first incident is reported on 9615393-2021-00040.) A delay of an unknown duration occurred as an alternate glidescope unit was obtained. No harm to the patient or user was reported.